Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding with hematoma at the insertion site after application of adc freestyle libre 2 sensor and was unable to test. Customer experienced tremors, blurred vision and a reading of 35 mg/dl was obtained on an unspecified meter. Customer was treated with glucagon injection by her husband. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing bleeding with hematoma at the insertion site after application of adc freestyle libre 2 sensor and was unable to test. Customer experienced tremors, blurred vision and a reading of 35 mg/dl was obtained on an unspecified meter. Customer was treated with glucagon injection by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was seated properly. No failure modes were observed upon visual inspection of the sensor plug. The sensor applicator and sensor pack were not returned, therefore no further investigation can be conducted for this particular complaint. All pertinent information available to abbott diabetes care has been submitted.